Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient hadn't checked her settings in a long time. So the night prior to the report, patient checked it and it was at .4 however they were usually at 4.0v. Patient wanted to know how it came down. They said they increased it to .7 but was afraid to go higher until someone was on the line with them. During call, patient checked settings and showed program 2 at 0.7v with stim on. Patient was walked through how to increase stimulation. They increased to 3.5v and could feel stimulation. Patient further reported that they were constipated and took magistrate. The mentioned they get constipated when their sodium goes low and they tell patient to not drink so much. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. They reported their weight as 130lbs. No further complications were reported or anticipated.